Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The sample was flagged with a delta check, but the discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported falsely depressed sodium (na) result. Quality control (qc) recovered within range. Siemens remotely assisted the customer with flushing the integrated multisensor (imt) sample and vent port with bleach and hot water. Then, an advanced clean was processed on the imt twice. Next, the vlyte multisensory was replaced and quality controls were processed, which recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system, performed a power flush, and replaced and aligned the imt probe rotary valve. Then, the cse replaced the imt rotary valve, performed imt auto-align, rebuilt the imt pump panel with 4 new valves, the cleaner pump, and the meter pump. Next, the cse primed the instrument with fluid 100 times and ran a full quick check, which passed. The customer also ran quality controls, which passed. Siemens further investigated the issue and determined that the need for routine service potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.